Event description:
During the explant of the trial lead, the surgeon encountered resistance. When the lead was pulled out, it was reported that the tip of the lead and contact had broken off. Both the tip and contact were left inside the pt. Pt continued with permanent implant and is doing well.

Manufacturer narrative:
Visual inspection showed that the lead was missing the distal tip and electrode #8. The lead body passed visual inspection. The root cause of the damage could not be determined. This is the final report.